Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake of touch contamination (no further detail provided). The patient was not hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis and dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.